Event description:
Right total knee replacement in 1997. Pt was having constant pain after the surgery. Physician did a revision of that total knee and replaced two components. (1) poly patela and (2) cruciate retaining articular surface.